Event description:
Reportedly, communication was intermittent while interrogating devices with the cpr4 head.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned cpr4 head was tested and the reported behavior was not reproduced, as normal communication was observed when interrogating test devices with the returned head. - therefore, the root-cause of the reported issues could not be determined, although it could have resulted from external disturbances around the patient. - this case is recorded for trending purposes.

Event description:
Reportedly, communication was intermittent while interrogating devices with the cpr4 head.